Event description:
It was reported that this lead was repositioned due to a perforation presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was repositioned due to a perforation presented. It was confirmed by the high capture thresholds present and the patient feeling paint chest. No additional information is available at the moment. No additional adverse patient effects were reported.